Event description:
The physician reported the multifocal intraocular lens was removed and replaced with a monofocal iol due to the patient's complaint of glare 5 months after the initial implant. There was no patient injury or surgical complications during the removal process.

Manufacturer narrative:
The intraocular lens was not received for analysis. Halos and/or glare are a known and labeled possible side effect of all multifocal lens implants. There was no report of patient injury received. The manufacturer will continue to monitor and trend all reports received.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to calibration failures on unicel dxc 600 pro synchron clinical system for chloride and calcium. There was no effect to patient or to user. No chemical exposure was noted.

Manufacturer narrative:
The intraocular lens (iol) was received and inspected under illuminated 10x magnification. One distorted haptic was observed. The optic was clear and no defects were found. Halos and glare are a known and labeled possible side effect of all multifocal iol implants. In follow-up with the physician it was learned the multifocal lens was replaced with a monofocal lens of the same diopter. Will continue to monitor and trend all reports received.